Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the center button appeared to be sticky when he pressed it and the screen was not responded to the button right away. The customer¿s blood glucose level was unknown at the time of the incident. Customer informed that the button was stayed in the pushed position and slowly pop back up. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Troubleshooting was provided for keypad anomaly. Customer stated that the side buttons and up and down buttons were responded. Customer was not able to complete troubleshooting again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.